Event description:
It was reported when the patient presented in clinic for routine follow up. Upon interrogation, one episode of non-sustained oversensing without recurrence was noted. Electrogram (egm) suggests oversensing, double counting of r waves. The device was temporarily reprogrammed. There was no consequence to the patient.